Event description:
It was reported the patient accidentally ripped their tined lead out of their sacrum during their two-week advanced stage trial. The patient has cognitive disabilities and was in a confused state. The physician saw the patient on (B)(6) 2025 and decided to remove the lead to avoid infection instead of waiting until the stage 2 date to remove. The patient had a successful first week in the trial and will move forward with the full implant in four to six weeks once the patient's tissue has some time to heal from the trauma. The clinical specialist called the patient's mother after the explant, and they said the patient is doing well. The patient will move on to getting the full implant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient accidentally ripped their tined lead out of their sacrum during their two-week advanced stage trial. The patient has cognitive disabilities and was in a confused state. The physician saw the patient on (B)(6) 2025 and decided to remove the lead to avoid infection instead of waiting until the stage 2 date to remove. The patient had a successful first week in the trial and will move forward with the full implant in four to six weeks once the patient's tissue has some time to heal from the trauma. The clinical specialist called the patient's mother after the explant, and they said the patient is doing well. The patient will move on to getting the full implant.

Manufacturer narrative:
Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of post-surgical confusion, patient problem/medical problem, and tissue damage was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to the event.